Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having the ins and leads explanted on (B)(6) 2021. They reported that the ins didn't work and it caused more problems than it was for.